Manufacturer narrative:
The investigation determined (B)(6) vitros hbsag results for patient samples processed using vitros immunodiagnostic products hbsag reagent on a vitros 3600 immunodiagnostic system (s/n (B)(4)) and a vitros eciq immunodiagnostic system (s/n (B)(4)) when compared to a non vitros method. No additional information was provided, including the date the event occurred, the lot number of vitros hbsag reagent in use, historical quality control data, the vitros hbsag result or the non vitros hbsag result. The assignable cause of the (B)(6) result is likely related to the inability of the vitros hbsag test to detect certain (B)(6) strains.

Event description:
The customer observed (B)(6) vitros hbsag results from patient samples processed using vitros immunodiagnostic products hbsag reagent on a vitros 3600 immunodiagnostic system and a vitros eciq immunodiagnostic system when compared to a non-vitros method. The customer did not provide specific results or details. It is not known if any patient results were reported outside of the laboratory or if any treatment was altered based on the results. There was no allegation of patient harm as a result of this event. (B)(4).